Event description:
It was reported that the device was used during a mastectomy. The device clips failed to deploy. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 04/28/2008. Misassembled clip track. Eval summary: the analysis results found that the mcs20 device was returned in good visual condition. The instrument was cycled and a non-clearing misfire was found during analysis. The instrument was noted to have the track location out of position. We have documented the reported circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.